Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2019-02890. It was reported that the patient was experiencing ineffective stimulation. In turn, the patient underwent surgical intervention wherein the patient¿s entire scs system was explanted on (B)(6) 2019.